Event description:
It was reported that "revised due to failed primary, poly wear. Swapped out the poly".

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The patient's son decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.